Event description:
The surgeon reported that the tip of the harmonic scalpel (ascent reprocessed) remained hot enough to leave a couple of burn marks and stick to the tissue on the surface of the stomach during a laparoscopic nissen fundoplication procedure. The device was not being activated at the time.the manufacturer will examine it after it is returned.